Manufacturer narrative:
Investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of catheter defective/damaged was not confirmed upon inspection of the photos but a bend in the needle was observed. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was a broken catheter. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "the catheter tube of the indwelling needle was damaged when the package was opened."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of catheter defective/damaged was not confirmed upon inspection of the photos but a bend in the needle was observed. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system there was a broken catheter. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: "the catheter tube of the indwelling needle was damaged when the package was opened."